Event description:
It was reported that after wearing the pod on the arm between 5 and 24 hours, the site was red, painful and infected. The patient consulted the doctor, who prescribed a cream (flammadin) to be used for 2 days and treat the affected area.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.